Event description:
It was reported: product would not seat in tibial baseplate. Surgeon used proper procedure with great exposure and tibial insert did not want to seat in the tibial baseplate. This caused a surgical delay of 30 minutes. A backup tibial insert was seated with no issues.